Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was trying to initiate therapy and was getting low flow alert while using one small universal pad. Therapy was resumed and flow rate was 0.4lpm. System diagnostics showed that outlet monitor temperature (t1) was 4.9c, outlet control temperature (t2) was 4.9c, inlet temperature (t3) was 6.5c, chiller temperature (t4) was 4.1c, inlet pressure was -6.6psi, circulation pump command was 100 percent, mixing pump command was 0 percent and heater command was 53 percent. Mss asked nurse where they got this device from as low water temperature limits were below what a pediatric intensive care unit (picu) normally would be and said they was not sure. Nurse was going to look for another arctic sun device to switch to and would call back if any issues. During the second call, mss confirmed that patient temperature was 36.9c, water temperature was 10c, target temperature was 36.5c and flow rate was 0lpm. Mss directed nurse on how to disconnect and reconnect pad with proper technique. Therapy was resumed and flow rate was 0lpm. System diagnostics showed that inlet pressure was -4.9psi , circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent. Nurse put device in manual control, mss had their nurse remove the fluid delivery line (fdl) and occlude the left port on the device where fluid delivery line (fdl) was removed, observed inlet pressure jumped to -7.2psi. Fluid delivery line (fdl) was re-secured and turned device back on, flow rate was 0lpm and inlet pressure was -3.6psi. Mss had nurse look for a new pad and was not able to find another small universal pad but was able to find a set of xxs pads. Nurse was able to use the 2 torso pads on patient, attached 2 leg pads to device but did not place them on patient due to patient size. Flow rate was now 4lpm, patient temperature was 37.7c, target temperature was 35.5c, water temperature was 18.9c. Mss would call back if any issues occurred and would save the small universal pad for investigation.

Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be "5.4.1 leak at fluid delivery line causes intake of air into the system which reduces the efficiency of the flow and heat transfer". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. See operators manual for detailed instructions on system use. ¿ select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads. ¿ the following sizing chart is provided as guidance. Modify the number of pads and locations as necessary to meet specific clinical needs. Patient weight number of pads 2.5 - 5 kg (5.5 - 10 lbs) 1 5 - 10 kg (10 - 22 lbs) 2 10 - 16 kg (22 - 35 lbs) 3 16 - 30 kg (35 - 66 lbs) use arcticgel¿ pad kit 317-02 (xxs) ¿ place the pads on healthy, clean skin only. Locate pad edges away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. ¿ the pad surface must be contacting the skin for optimal energy transfer efficiency. The small universal pads are provided with a cloth liner over the hydrogel. The pads may be used with the cloth liner in place or removed to expose the hydrogel adhesive. If the cloth liner is used, secure the pads with the velcro straps to ensure good contact with the skin. The pads may be removed and reapplied if necessary. ¿ due to the small patient size and the potential for rapid patient temperature change ¿ it is recommended to use the following settings: water temperature high limit: =40°c (104°f) water temperature low limit: =10°c (50°f) control strategy: 2 ¿ it is recommended to use the patient temperature high and patient temperature low alert settings. ¿ place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. ¿ attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. ¿ if the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. ¿ once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected. Number pads 1 2 3 minimum flow rate l/m 0.9 1.7 2.4 ¿ when finished, purge water from pads. Slowly remove pads from the patient and discard. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that nurse was trying to initiate therapy and was getting low flow alert while using one small universal pad. Therapy was resumed and flow rate was 0.4lpm. System diagnostics showed that outlet monitor temperature (t1) was 4.9c, outlet control temperature (t2) was 4.9c, inlet temperature (t3) was 6.5c, chiller temperature (t4) was 4.1c, inlet pressure was -6.6psi, circulation pump command was 100 percent, mixing pump command was 0 percent and heater command was 53 percent. Mss asked nurse where they got this device from as low water temperature limits were below what a pediatric intensive care unit (picu) normally would be and said they was not sure. Nurse was going to look for another arctic sun device to switch to and would call back if any issues. During the second call, mss confirmed that patient temperature was 36.9c, water temperature was 10c, target temperature was 36.5c and flow rate was 0lpm. Mss directed nurse on how to disconnect and reconnect pad with proper technique. Therapy was resumed and flow rate was 0lpm. System diagnostics showed that inlet pressure was -4.9psi , circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent. Nurse put device in manual control, mss had their nurse remove the fluid delivery line (fdl) and occlude the left port on the device where fluid delivery line (fdl) was removed, observed inlet pressure jumped to -7.2psi. Fluid delivery line (fdl) was re-secured and turned device back on, flow rate was 0lpm and inlet pressure was -3.6psi. Mss had nurse look for a new pad and was not able to find another small universal pad but was able to find a set of xxs pads. Nurse was able to use the 2 torso pads on patient, attached 2 leg pads to device but did not place them on patient due to patient size. Flow rate was now 4lpm, patient temperature was 37.7c, target temperature was 35.5c, water temperature was 18.9c. Mss would call back if any issues occurred and would save the small universal pad for investigation.